Event description:
Customer reported problems with the subtraction mode in an arterial trace. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive. System operates as intended. Retrospective summary report: (B)(4) total number of events summarized: 77. These reports are being filed late due to a retrospective review of our quality system. These reportable malfunction events involve international service dispatch records.